Event description:
Upon inserting the suspect medical device into the pt's soft tissue for injection, the needle broke and became stuck in the pt's gingival soft tissue. The needle was retrieved from the soft tissue without complication by an oral surgeon.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor was using the device to ligate vessels and duct. The clips were presenting semi closed. Another like device was used to complete the procedure. Surgery was prolonged two minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Clip/indicator the analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed four clips conforming and 3 clips with gap. No conclusion could be reached as to what may have caused the finding. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. A batch record review was performed and no anomalies were found during the manufacturing process.